Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. The patient underwent surgery and fluid loss was observed upon removal; however, the source of the fluid loss was not identified. All components were removed and replaced. There were no further patient complications.